Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations determined that the tsh value of the sample was slightly higher than the customer's result. Upon further analysis of the sample, an interfering factor to the streptavidin present in the ft3 and ft4 reagents was found. The lower value of the tsh assay, compared to the value generated by the abbott analyzer may be induced by the same interfering factor. This interference is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4) on an e601 analyzer. This medwatch will cover tsh. Please refer to (B)(6) information related to ft3 and the medwatch (B)(6) for information related to ft4. The sample initially resulted as 1.85 mui/l for tsh, 28.0 pmol/l for ft4, and 6.83 pmol/l for ft3 on the e601 analyzer. The sample was repeated on the e601 analyzer on (B)(6) 2015, resulting as 2.15 mui/l for tsh, 20.1 pmol/l for ft4, and 6.87 pmol/l for ft3. The sample was repeated on an abbott architect analyzer on (B)(6) 2015, resulting as 3.0 mu/l, 13.1 pmol/l for ft4, and 4.9 pmol/l for ft3. The results from the e601 analyzer were reported outside of the laboratory. The patient was not adversely affected. The e601 analyzer serial number was (B)(4).